Event description:
Caller reports a false negative troponin (tni) result using the triage cardiac panel 25 test. The critical cutoff for tni is 0.5. Pt was admitted to the ICU with chest pain and hypoxia. Diagnosis is unk.

Manufacturer narrative:
Investigation pending.